Event description:
Event description this implantable cardioverter defibrillator was explanted for normal battery depletion. Incident was created because cpi testing revealed premature battery depletion.